Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Additional information regarding inaccurate values were not provided. As a result of the basal suspension, customer's blood glucose (bg) level rose to 720 mg/dl with a high ketone level. Subsequently, the patient went to the emergency room (ER) and was admitted to the intensive care unit (ICU). The customer was treated with intravenous fluids of saline, insulin, phosphorus, phosphate and calcium. Customer was released from the hospital (B)(6) 2025, with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support.